Manufacturer narrative:
Product analysis: the device was returned with the red safety lock pin in place, the strain relief was confirmed as 20mm the device was returned with approx. 15mm of the stent exposed the device flushed and the 0.035¿ guidewire advanced through the device the red safety lock pin was removed, and the deployment wheel was moved in the direction of the arrow, the stent deployed and was examined, the stent had no abnormality noted medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician was attempting to implant an everflex entrust for treatment of an unknown lesion. It was reported the stent prematurely deployed while the device was in the patient. The stent came out of the sheath on its own without any manipulation. The stent had to be removed and a new one used to complete the case. No patient injury reported for this event.